Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9074905, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-15, medical device lot #: 9050675, medical device expiration date: 2022-01-31, device manufacture date: 2019-02-19." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use it was discovered that the packages are damaged or partially opened, thus questioning the sterility of product with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, translated from french to english: ref. 306752 with a defect when cutting the blisters. Blisters tear themselves away instead of detaching themselves: sterility issue. Approximately 300 units on lots 9074905 and 9050675 are concerned.

Manufacturer narrative:
H.6. Investigation summary: the non-conformances were reviewed for these batches; there were no non-conformances associated with this defect. In regards to lot 9074905: there were no samples received for this batch number. Photo received does not confirm bad perforation for this batch number referenced in the customer verbatim. Therefore, the complaint for this batch number is unsubstantiated. In regards to lot 9050675: the samples received were reviewed and verified to have bad perforation. The root cause of this complaint is may be associated with the perforation station. There was an intermittent issue detected which was investigated and resolved when reported. The blade maintenance program is currently under review with the intention to decrease the time frame between blade replacements, and therefore preventing poor perforation in the blister packs.

Event description:
It was reported prior to use it was discovered that the packages are damaged or partially opened, thus questioning the sterility of product with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, translated from french to english: ref. 306752 with a defect when cutting the blisters. Blisters tear themselves away instead of detaching themselves: sterility issue approximately 300 units on lots 9074905 and 9050675 are concerned.